Event description:
Boston scientific received information that during the implant of this device system into the cephalic vein, the right ventricular pace/sense lead became curved as a result of trying to implant the lead in the patient's tortuous anatomy. When a possible lead fracture was suspected during the procedure, the lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual examination revealed a complete lead with a slightly bent lead tip and deformed coil structure. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous and no fracture was present.

Event description:
The lead was returned to boston scientific crm for evaluation.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.